Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, total abdominal hysterectomy; bilateral salpingectomy; cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic abscess was resolving. The reporter considered pelvic abscess to be related to essure (ess205). The reporter commented: as per mr, on (B)(6) 2019, it was reported that follow-up resolution/improvement of pelvic abscess status post IV antibiotic treatment. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: fallopian tube with paratubal cyst. Unremarkable fallopian tube. Uterus and cervix; : adenomyosis. Weakly proliferative endometrium. Benign cervix.. Ultrasound scan - on (B)(6) 2019: pelvic abscess; on (B)(6) 2019: 6.0 cm hypoechoic avascular cystic structure in the pelvis: within the hysterectomy surgical bed, as detailed above. Differential includes a resolving hematoma 1 abscess, postsurgical seroma / lymphocele, or peritoneal inclusion cyst. Consider short interval (2 - 3 months) sonographic follow-up in order to assess resolution. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Event essure removal is replaced with pelvic abscess. Reporter, lab data added. Removal surgery details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint; based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.